Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, during the heating phase of the procedure, two fluid loss alarms occurred. The first fluid loss was reported at a rate of 11cc's/minute, and the second fluid loss at a rate of 27cc's/minute. The second fluid loss occurred at a temperature of 54 degrees. The situation was assessed by the surgical team and no fluid was observed leaking from the patient, and the cervical seal was noted to be good. The sheath was repositioned within the patient's cervix, and the procedure was resumed. At approximately eight and a half minutes into the ablation phase, a third fluid loss alarm occurred. It was reported that the reservoir level dropped quickly and the procedure was halted. Since the patient was "extremely over weight," her legs and buttocks had to be separated to visualize the area. Upon examination, it was originally reported that the patient sustained burns to the inner buttocks, vulva, and perineum. The patient's burns were treated with silvadene cream. Additional follow up with the physician confirmed that a cervical leak did not occur. The patient had multiple fibroid tumors and the cervix was not dilated beyond 8 mm during the procedure. Follow up with the physician reported the patient only sustained two total burns to the buttocks. One burn on the left side of the buttocks, and one burn on the right side of the buttocks. The burns to the buttocks were reported to be second degree in severity. Each burn was approximately the same size at 1 cm in width and 6 cm in length each. The physician applied silvadene cream to the burns as treatment. The patient was also given xylocaine jelly (generic name: lidocaine jelly) to continue treatment at home. After the sheath was removed from the patient, a crack was observed at the end of the sheath. Pressure had to be applied to the sheath at the distal end to visualize the crack. The adapter did not separate from the sheath. In addition, a leak from the sheath was reported to occur. The procedure was aborted due to this event. There were no further complications reported with this event. The current condition of the patient is reported to be stable. The patient will not require any additional treatment aside from the topical agents which have been administered. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, during the heating phase of the procedure, two fluid loss alarms occurred. The first fluid loss was reported at a rate of 11 cc's/minute, and the second fluid loss at a rate of 27 cc's/minute. The second fluid loss occurred at a temperature of 54 degrees. The situation was assessed by the surgical team and no fluid was observed leaking from the patient, and the cervical seal was noted to be good. The sheath was repositioned within the patient's cervix, and the procedure was resumed. At approximately eight and a half minutes into the ablation phase, a third fluid loss alarm occurred. It was reported that the reservoir level dropped quickly and the procedure was halted. Since the patient was "extremely over weight," her legs and buttocks had to be separated to visualize the area. Upon examination, it was originally reported that the patient sustained burns to the inner buttocks, vulva, and perineum. The patient's burns were treated with silvadene cream. Additional follow up with the physician confirmed that a cervical leak did not occur. The patient had multiple fibroid tumors and the cervix was not dilated beyond 8 mm during the procedure. Follow up with the physician reported the patient only sustained two total burns to the buttocks. One burn on the left side of the buttocks, and one burn on the right side of the buttocks. The burns to the buttocks were reported to be second degree in severity. Each burn was approximately the same size at 1 cm in width and 6 cm in length each. The physician applied silvadene cream to the burns as treatment. The patient was also given xylocaine jelly (generic name: lidocaine jelly) to continue treatment at home. After the sheath was removed from the patient, a crack was observed at the end of the sheath. Pressure had to be applied to the sheath at the distal end to visualize the crack. The adapter did not separate from the sheath. In addition, a leak from the sheath was reported to occur. The procedure was aborted due to this event. There were no further complications reported with this event. The current condition of the patient is reported to be stable. The patient will not require any additional treatment aside from the topical agents which have been administered. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The hta procedure set was returned and evaluated. The complaint event condition of the damaged sheath was confirmed as the sheath was received with the proximal adapter hub separated from the distal end of the sheath body. Per additional analysis, it was confirmed that there was a continuous and adequate amount of adhesive applied to the proximal end of the sheath. The root cause classification for this event is operational context, based on the returned condition of the product.

Manufacturer narrative:
Although the product has been returned, the device has not yet been evaluated. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.